Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode and potassium electrode results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 122 mmol/l, and the repeated result was 133 mmol/l. The sample was repeated on another module, and the result was 133 mmol/l. The initial k result was 5.5 mmol/l. The sample was repeated on another module, and the result was 4.3 mmol/l.